Manufacturer narrative:
Findings: unit received with blank display due to cracked and bleeding lcd glass. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported the insulin pump cracking on the screen, and not being able to read anything on the screen. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. Customer also reported receiving a no delivery alarm from the insulin pump. The customer's reported blood glucose value was 335 mg/dl. No further information was provided.